Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported that the insulin pump had a broken force sensor was detected during seating or regular delivery and critical pump error. The customer¿s blood glucose level was 330 mg/dl. Customer reported that they received a critical pump error image on the pump screen. It was reported that they had frozen display and display recurred. Customer reported that the screen was not completely blank. It was reported that the buttons were not responding. It was reported that they had pump error and was unable to clear the alarm. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until the replacement pump arrives. The insulin pump will be returned for analysis.